Event description:
Philip - respironics dream station 2 auto CPAP (continuous positive airway pressure) advanced machine. On 11/28/2023 (tuesday) - I was awakened with the smell of something burning, coming from my CPAP mask and machine. I quickly turned off and unplugged the machine. I found the water tank empty but water had been added prior to the machine being turned on for the night. The base and machine were very warm to touch. On 11/28/2023 (tuesday)- I called the aerocare resupply center representative. On (B)(6) 2023 (friday) - I heard the news about this problem on national tv and I contacted my medical office at emory sleep center. On (B)(6) 2023 (monday) - I called aerocare and they directed me to complete this form. On (B)(6) 2023 (tuesday) - I received a message from emory sleep center that they had received the information from the FDA. On (B)(6) 2023 (wednesday) - I am working to obtain another machine. I have reported to philips and now to the FDA. I do not feel this machine is safe to use during sleep and I am currently not using this CPAP machine. This presents sleep problems at night and during the day. I feel very fortunate that I was awakened during this incident. I am now working to get another machine and it will not be a philips. I experienced severe headaches with the first philips dream station machine prior to its recall. Reference report: mw5149052.